Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results for ion selective electrode (ise) sodium (na), and ise chloride (cl) on 2 samples. It was determined that 1 sample had erroneous results that may have been reported outside of the laboratory. The customer received questionable ise na and cl results on (B)(6) 2013. When the field service representative was onsite, the customer indicated they had an additional occurrence of the ise problem on (B)(6) 2013. The initial na result was 189.6 mmol/l and the initial cl result was 67.8 mmol/l. The sample generated a repeat na result of 139.0 mmol/l and a repeat cl result of 100.9 mmol/l. Additional clarification was requested regarding which results were deemed to be correct and which results were reported outside of the laboratory, or if there was any adverse event that occurred. The customer was unable to provide any details or clarification about the erroneous results from (B)(6) 2013. The customer did indicate that since the service visit on (B)(4) 2013, there have been no further issues. The lot numbers and expiration dates for the na and cl electrodes in use were requested, but were not provided by the customer. The field service representative found a mechanical failure of the sipper seals. He replaced the sipper seal on ise 2. He also replaced the internal standard, and diluent seals on ise 2 as a precautionary measure. He performed an ise check and the customer performed a precision check. Calibration and qc were also performed, and all tests passed.